Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the vitrectomy probe did not cut the vitreous and only aspiration was functional during the procedure. The product was replaced and procedure completed. No patient harm reported. Additional information has been requested but not received to date.

Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device history record indicates the order was built to specification. Upon visual inspection it was determined that adhesive from the manufacturing process occluded the drive line on the probe, preventing actuation of the cutter from occurring. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. An action will not be taken for this occurrence as this issue is occurring at a low level. After a thorough investigation of this complaint and similar complaints, no unfavorable trend for events of this nature was identified. The manufacturer internal reference number is: (B)(4).